Event description:
The customer called with concern that the insulin pump is under delivering insulin. The customer stated that he programs a 10 unit bolus, but the insulin pump appears to be delivering only three to four units. The customer conducted a high pressure test, and the insulin pump passed. The customer also stated that the reservoir volume is not matching up with the boluses that he's delivered. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.